Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the primary care doctor did an xray which showed a lead was detached from the stimulator. Pt stated the healthcare provider (hcp) they used for the stimulator is retired and the clinic "split up". Agent advised pt to discuss next steps with hcp. No symptoms/patient complications reported.